Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the patient's onetouch verio2 meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6). The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient continued to take their usual dose of 50mg of humalog in response to the alleged issue. The reporter stated that two hours later the patient developed a symptom of ¿felt sick.¿ the reporter stated that the patient self-treated this symptom with food and/or drink. The reporter denied that the patient tested on any other device at this time. At the time of troubleshooting the cca was unable to fully troubleshoot the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lifescan¿s criteria for serious injury and they did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.